Manufacturer narrative:
..

Event description:
The customer reported a fog coming from the unit. The employee complained of finding it hard to breath and a burning feeling in his nose. The employee did not seek medical attention or require treatment for his symptoms. The asp field service engineer serviced the unit and found the fog was caused by oil mist.